Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance measurement of less than 200 ohms four days post device replacement. The lead no longer sensed or captured in the right ventricle. No noise was seen on the lead. The patient was not pacemaker dependent, and no patient symptoms were reported. A guidant technical services consultant discussed possible insulation damage occurring during the device change out, and recommended replacing the rate/sense (r/s) portion of the lead. Visual inspection and fluoroscopy revealed no visible damage to the r/s portion of the lead. The r/s portion was surgically abandoned and replaced with a new pacing lead. An induction was performed with good impedance measurements on the defibrillation portion of the chronic lead.